Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device is showing high impedance and battery depletion. Clinic notes dated (B)(6) 2014 note that the patient requires lead and generator revision due to high impedance. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient underwent both generator and lead replacement on (B)(6) 2014. Attempts were made for the explanted products but the explanted generator and lead have not been received to date.